Event description:
Pt underwent acdfc 5-6 and c6-7 using iliac crest bone graft due to cervical spondelylosis with disk protrusion on 5/10/96. Upon routine office visit, a fracture of the cervical plate was discovered requiring surgical replacement. Following the first surgery, the pt was advised to wear a cervical collar at all times, refrain from any type of exertional activity and not to drive for four weeks.